Event description:
The manufacturer received information alleging a ventilator had a high tidal volume delivery issue and was alarming for a "check circuit" condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were replaced to address the issue. The device had evidence of contamination.